Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 logic femoral ps cem left sz 3, 02-012-35-3011 logic tibia ps mod insrt sz 3 11mm, 02-012-45-3030 lgc tibial fit tray cem sz 3f / 3t, 200-02-35 three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. 9 months following, the patient experienced a fall from a quad bike with no injury reported to tkr. 1 year later, patient reported pain settled in left knee, indicating referred pain from hip & soft tissues, worse at night that was addressed with a diagnostic hip injection under local anesthetic. Subsequently, the patient has experienced not having good balance on left leg, has fallen a couple of times. As a result, approximately 3 years after initial joint replacement, no medical intervention was reported. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.